Manufacturer narrative:
(B)(4).

Event description:
It was reported that the upper lcd panel of the graphic unit interface (gui) was black. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.